Event description:
During an endoscopic procedure on (B) (6) 2010, the physician selected a cook endoscopy echo tip ultra endoscopic ultrasound needle to perform therapeutic needle aspiration of a pancreatic cyst. The endoscope was in a flexed position with the tip located inside the stomach. The needle was advanced through the endoscope and into position for puncturing the cyst with a transgastric approach. The needle position was described to be "torqued" (i.e. Twisted). The user reportedly encountered resistance when passing the needle through the wall of the cyst cavity. However, the needle was advanced successfully through the stomach and into the cyst cavity. With the needle inside the cyst cavity, approximately 300cc of fluid were removed. Flow of fluid from the needle reportedly became "somewhat sluggish". Therefore, the user elected to remove the needle and utilize a new needle to complete the procedure. When the needle device was removed from the cyst, what appeared to be 3 cm of the needle had broken from the distal tip and remained inside the cyst cavity. The needle was surgically removed from the pt the following day ((B) (6) 2010). The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: our lab eval of the product said to be involved confirmed the report of needle breakage. Upon visual exam, we confirmed the 19-gauge needle has broken and detached from the needle device. The broken and detached section of the needle was confirmed to be approximately 6.5 cm in length. The area of needle breakage was viewed under magnification. The area of the needle break is flattened and bent together. This suggests an outside force and/or another device caused the needle shaft to collapse and eventually result in breakage and detachment. Although the initial reporter indicated the stylet was in place during advancement into the targeted site (and would have been removed to facilitate drainage of the cyst), the stylet was not included in the return. If the stylet was in place at the time of needle breakage and detachment, it is possible that the stylet could have sustained some damage as well. Because the stylet was not returned, we are unable to examine the shaft to determine when the needle breakage occurred. A product-specific discrepancy or anomaly that could have contributed to this occurrence was not observed. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of needle breakage near the distal end is remote. Conclusions: the info provided indicated the endoscope was in a flexed position and the needle was in a torqued position. The needle is rigid in structure and if the needle device is placed in a severely twisted position, this could result in damage to the needle, such as a severe kink. A severe kink could cause the needle shaft to collapse and bend together, as observed during our lab analysis. Additional movement of a severely kinked needle could lead to full breakage, as observed. The info provided indicated the needle was difficult to pass through the wall of the cyst cavity. If additional pressure is applied to the needle, perhaps in response to encountering resistance (and while the needle is in a flexed/torqued/twisted position), this could have contributed to needle damage. Our lab eval indicated the appearance of the damaged needle suggests that an outside force (i.e. Additional pressure during needle movement or advancement) and/or another device (i.e. Endoscope and/or endoscope elevator) could have caused the damage observed. The instructions for use direct the user to introduce the ultrasound needle into the endoscope accessory channel in small increments until the luer lock fitting at the base of the sliding sheath adjuster meets the fitting on the endoscope accessory channel. This activity will aid in device preservation. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual and functional test to ensure device integrity. The visual inspection includes verifying the product is free of kinks and bends. The functional test includes extending and retracting the needle to ensure proper needle function. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the needle damage may be related to operational context. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on the activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.